Event description:
Upon removing the 054 reperfusion catheter from the storage hoop, a kink in the mid-portion of the catheter was observed during the preparation of the catheter at the table. The catheter was never introduced into the pt. Unfortunately, a second catheter was unavailable for the physician to continue the procedure with the penumbra system. The merci retriever system was used in its place. After several failed attempts with this device, the physician decided to stent the occlusion with multiple stents. The pt later had a large hemorrhage and required a craniotomy. The physician commented that based on a previous case with the 054 system, he was confident that he would have been able to open this similar occlusion had he had the device available.

Manufacturer narrative:
Technical eval: there was a break in the proximal section of the shaft, 45 cm from the hub/shaft joint. In addition, there was a single axis bend 27.0 cm from this joint. There were several flat spots between 10.0 and 16.0 cm from the distal tip. The incident was confirmed as reported. Based on the description of the incident in the initial report, the reason for return was the single axis bend 27.0 cm from the hub/shaft joint. The break at 45 cm from the hub/shaft joint and the flat spots in the distal area appear to be artifacts of post incident handling. A review of the device history record (DHR) was completed on part #2201 (lot # l15865). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4) due to visual inspection rejects because of volcano formation. Corrective actions were taken and all units released passed inspection. This incident is not related to (B)(4). This lot was also associated with (B)(4) which allowed for an IFU revision swap out. This da is not related to this incident.